Event description:
It was reported that post implant of a realize adjustable band, the band was defective. The band was removed and replaced on (B)(6), 2009. There was no reported patient consequence. Three attempts have been made to obtain additional information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No known impact or consequence to patient.